Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg); bg value and cause not provided. Reportedly, customer changed pump supplies and administered manual injections to treat elevated bg. Subsequently, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer loaded a new cartridge and resumed insulin therapy.